Event description:
The customer reports that the PICC line was leaking from the hub.

Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 10/11/2018, was sent in error.

Manufacturer narrative:
(B)(4). Device (catalog#) not sold in the us. Similar product/component sold in the us.

Event description:
The customer reports that the PICC line was leaking from the hub.